Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from (B)(4) was entered as it is follow up from this case. Reporter's information was updated and a new reporter was added, essure indication and insertion date were amended. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and skin disorder ("skin conditions") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, weight decreased and skin disorder outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events hormonal changes, abnormal bleeding (general), bladder infection, urinary tract infection, vaginal infection, rashes, bladder disorder, urinary problems, migraines, headaches,, dysmenorrhea (cramping), dyspareunia, weight gain, weight loss and skin conditions added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: mirena iud from 2010 to (B)(6) 2014. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced mood swings ("hormonal changes/mood swings"). In (B)(6) 2014, the patient experienced urticaria ("skin conditions/hives"). In 2015, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and headache ("headaches,") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with epinephrine, ibuprofen and surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the genital haemorrhage, mood swings, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, weight increased and weight decreased outcome was unknown and the urticaria was resolving. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received- the outcome of event pelvic pain and dysmenorrhea ( cramping) was updated from unknown to recovered. Event rash or skin condition was updated to hives and hormonal changes to mood swings. Event onset date was added.implant date was updated. Treatment drugs and medical history were added. Patient's height, weight and age were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.